Event description:
Additional information received noted the patient presented for a lead replacement procedure on (B)(6) 2020. The lead was extracted and replaced without complications. The patient remained stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
Correction: h10-the initial narrative data for the device evaluation did not include the external insulation measurements. The measurements are now included in the revised narrative data. As received, a complete lead was returned in one piece. Visual inspection of the lead found external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The external abrasion breaching the outer insulation and exposing the outer coil was found at 12.0 ¿ 12.1 cm from connector pin consistent with friction to the device can. The cause of the reported event was due to external insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented in clinic for a pacemaker check. In (B)(6), the patient had an external holster monitor that detected pauses. There was a noise reversion episode recorded by the pacemaker on (B)(6) 2020, consistent with ventricular noise oversensing and pacing inhibition. The physician reprogrammed the device. The patient was stable.